Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 9/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/10/2016 with the following findings: a review of the pump black box data shows evidence of a short battery life illustrated with a 7 count voltage drop leading to a ¿cs 128¿ call service alarm warning on (B)(4) 2016. The pump¿s ¿ez-prime¿ steps were performed correctly but all of the pump¿s electrical current draws were above specification. The short battery life complaint was confirmed during this investigation. The pump¿s cover was removed and there was moisture corrosion found to the eeprom circuit (electrically erasable programmable read-only memory). During visual inspection of the pump, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.